Event description:
Patient reported experiencing an error 5 issue on ot ultra meter. The issue was unresolved with troubleshooting. Patient did not experience any symptoms, nor did patient receive any treatment. Patient also reported experiencing inaccurate erratic results with an ot ultra meter. Patient's blood glucose results were 193, 183, 149, 137, 418, 191, 570, 123, and 143 mg/dl. Tests were done within 10 minutes with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.